Event description:
It was reported that the pump exhibited a high-pressure alarm. The continuous infusion rate was 2.2 ml/hr, and the total reservoir volume was 100 ml and 100 ml was given. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
E1: facility name (B)(6). No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.